Event description:
It was reported that a user experienced a temporary signal loss indicated by three lines on the dexcom g7 display while obtaining blood glucose readings, after which glucose values reappeared without further assistance and blood glucose was not affected. Symptoms included no reported clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included troubleshooting and user education provided during the call. Investigation of this case revealed intermittent connectivity loss between the continuous glucose monitoring system and the display device, with normal function restored during the interaction and no device component replacement indicated. It was concluded, based on previously established findings for similar reports, that the cause was transient signal interruption consistent with environmental or communication factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.